Event description:
The customer reported the male luer lock at the end of the tubing is coming off when anesthesia is connecting the set to the pt. The reporter stated that she pushed the luer lock back into the tubing and it seemed to be tight. There was no pt harm. Medical intervention was ot required. The customer stated that no further pt / event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.